Manufacturer narrative:
Result - reservoir o-ring sealed incorrectly. Conclusions - unit was replaced for customer upon receipt of malfunctioning unit.

Event description:
It was reported that the unit was leaking. No patient involvement or adverse consequences were reported.